Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. On the same day as onset, the patient was admitted to the hospital. On the same day, the patient began treatment for the peritonitis with vancomycin (ip [intraperitoneally]/two grams per day), ceftazidime (ip/one gram per day) and fluconazole (oral, dose and frequency not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if physioneal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Beginning five days after onset, the patient was treated with ciprofloxacin 250 milligrams orally eight in eight hours for sixteen days and on that same day, the previously reported vancomycin therapy was withdrawn (after five days of treatment). After twenty-one days of treatment with the ceftazidime therapy, that therapy was withdrawn. The previously reported therapy with fluconazole was prescribed to be ongoing until two days after the receipt of this additional information. After five days of hospitalization, the patient was discharged. The patient was recovered from the reported peritonitis (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that extraneal and physioneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.